Manufacturer narrative:
B3: date of event - estimated based on the 45-day follow-up date provided of early (B)(6)2020.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. At the 45-day follow-up transesophageal echocardiogram (tee), a device related thrombus was noted on the device. The patient was kept on oral anticoagulant (oac) for another month and a repeat tee was performed. At that time the thrombus did not change so the patient was changed to direct oral anticoagulants (doac) and a repeat tee was performed 4-6 weeks later. Upon the repeat tee, the thrombus had grown so the patient currently remains on oac. It was further reported that the thrombus was non-mobile and on the face of the device. The device looked properly seated and no leak was noted.

Manufacturer narrative:
Date of event: estimated based on the aware date of (B)(6) 2020.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. At the 45-day follow-up transesophageal echocardiogram (tee), a device related thrombus was noted on the device. The patient was kept on oral anticoagulant (oac) for another month and a repeat tee was performed. At that time the thrombus did not change so the patient was changed to direct oral anticoagulants (doac) and a repeat tee was performed 4-6 weeks later. Upon the repeat tee, the thrombus had grown so the patient currently remains on oac.